Event description:
The customer's parent called and reported the buttons on the insulin pump were not responding. Customer's blood glucose was 116 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised to discontinue use of the device and revert to a back-up plan. Caller was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at reservoir tube, reservoir tube lip, battery tube threads, minor scratched lcd window, case and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.